Manufacturer narrative:
The approximate age of the device is 3 years and 2 months. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient was admitted for elevated ldh levels. No power spikes were noted and the patient was asymptomatic. The patient was treated with heparin and integrilin. An echo showed that the intraventricular septum appeared midline. The aortic valve does not open. Mildly decreased left ventricular systolic function was also noted; the estimated ejection fraction was 40%. Abbott technical services reviewed the log files and observed that the power was near baseline over the course of the log file and the pulsatility index was on a slight downward trend.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Analysis of the submitted log file revealed a slight downward trend in power, flow, and average pi over time. The pump speed remained above the low speed limit for the duration of the file and the system appeared to function as intended. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. The patient remains ongoing on the device. No further information was provided. The manufacturer is closing the file on this event.